Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a crack in the optic of the iol. Subsequently the lens was removed during initial procedure and completed with unspecified replacement iol. Additional information received stating that in the surgeon¿s opinion, unsure if it was loading issue or product issue. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of a crack in the optic of the intraocular lens (iol), in & out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.